Manufacturer narrative:
One device was returned for analysis of complaint of temperature alarm. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. No alarm was triggered. The heater showed an excessively high insulation resistance value during the electrical test and was therefore replaced. No malfunctions were detected during operation. The heating system was replaced because it failed the electrical safety test. However, this is not the cause of the alarm. Probable cause of complaint was not determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a temperature alarm occurred in the surgery room. There was a therapy delay, and the device was replaced. There was no patient involvement.